Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted. At the implant of this rv lead, the patient reported feeling sick and the patient blood pressure had dropped. A perforation occured and a cardiac tamponade was suspected according to an echocardiogram. Pericardial drainage was performed and the patient blood pressure improved. It was reported that the lead tip may have damaged the coronary sinus. This rv lead was removed and successfully replaced with a tined lead. This rv lead was never in service. No additional adverse patient effects were reported. Available information suggests that this lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.